Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The covidein customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter printed circuit boards (pcb) and upgraded the software to the current revision. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).